Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. They fired three different ems staplers. The handle broke on one and the staples wouldn't form with the other two. The case was completed when enough staples were fired from the three ems staplers combined. Boxes were thrown away. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.57979/j. Date sent: 10/8/98. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that instrument a was rec'd with 2 jammed staples in the nose. Two staples were removed from the nose and then the instrument a was cycled and fired the remaining 6 staples. No conclusion could be reached as to how the staples had become jammed in the nose.